Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported insulin has leaked from her infusion sites and this has caused elevated blood glucose. The infusion cannulas have not been bent. Pt has noticed the leak when the infusion set adhesive becomes damp and she can smell insulin. Pt will also press on her infusion site after the headset is removed, and insulin will come out. Blood glucose has elevated to the 400-500 mg/dl range, and her target blood glucose is under 120 mg/dl. Blood glucose was 113 mg/dl on the morning of the report. Pt typically notices the leak on the second or third day of using the site. An insertion device is used to insert the headsets. This concern has been ongoing since pt started this new type of infusion set. Pt reported her blood glucose returned to normal after changing the infusion site. Infusion sets were discarded and not requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.